Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two unspecified mentor textured gel breast implant prostheses and experienced bilateral capsular contracture (unknown grade) postoperatively. The patient had a consultation with a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two unspecified mentor smooth gel breast implants on (B)(6) 2005. This report is for the right-sided prosthesis.